Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019. The field service engineer performed evaluation and confirmed the reported issues. The field service engineer replaced the pcba, mmi display, pcba 2nd generation, air and exhalation flow, controller, and pcba sensor to resolved the issues. Performed required performance verification and functional tests which the unit successfully passed.

Event description:
The customer reported a system leak and that unit failed to boot up. There as no patient involvement.